Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient product ID: 3889-28, lot# va1abc4, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they had experienced a loss or change of therapy. The patient stated the device had never really worked for her symptoms. The patient stated it worked a little bit, but her symptoms were so severe that her hcp told her she would likely need medication and maybe botox on top of stimulation. The patient stated she was having a catheter put in for 7-12 days while she traveled since stimulation wasn¿t enough for her symptoms. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The patient stated that 3 days after the trial electrodes were implanted the electrodes move a little bit which the patient thought may be affecting stimulation. It was noted that according to manufacturer records the lead and the implantable neurostimulator (ins) were implanted on the same day, which was after the trial. For information regarding the lead migration during the trial see manufacturer report number 3007566237-2017-02112.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. The patient reported that it was hard to use the patient programmer (pp). The patient stated that when she came home from the surgery she was having trouble getting the pp to work. The patient was trying to increase stimulation and stated she figured it out while being on hold on the day of report. The patient reported that the device was very sensitive as to where you put it. The patient stated that she just breathed and could not raise it anymore. The patient noted that a little bit of a movement made the connection go away. The patient noted that keeping the pp antenna in place was a challenge. If the patient held really still then she could do it. The patient said it seemed like the only way she could adjust it was by lying down. If she was standing her arm would get tired. She had to keep one arm behind her to hold it in the exact location while the other hand was used to hold the pp. The implantable neurostimulator (ins) was on the right side and she was lying down on the left side. The patient mentioned she had a very forward curved spine and it was hard for her to get her hands back there when she was standing. The patient wanted to know if there were any tips. The patient was reviewed that the antenna is optional. The patient was told that she could pull the clothes through the antenna to help it keep it in place. The patient stated she did not see how she could pull clothes through it. Her left arm could not reach around to her right side. She could not hold antenna and pull clothes at the same time, her second hand could not reach around. The patient stated that since she was implanted she had improvement in her symptoms but not enough to make her life the way she wanted. The patient stated that she needed to keep working with it to get better results. The patient noted that it was definitely helping her. The patient stated that the nighttime was going to be the last thing that it would help her with because she was a catheter user. She noted that she was not somebody with the overactive bladder. The patient then stated she had a full catheter for almost a year and did not expect that the device would help with her nighttime until the end. The patient stated that her brain seemed to have forgotten how to wake her up in the middle of the night when she would need to go. If she did not wake up she would just wake up wet from head to toe unless she figured out how many diapers and pads she needed. The patient stated that she did not want to go back to the catheter. She hoped that she would not have to have a full catheter and that she would not have to ship a box of diapers and pads to her mother's house if she went to visit her. The patient mentioned that when she was implanted she could barely feel stimulation and she had to increase it. The patient noted that she woke up late the next morning because she was tired. The patient wanted to clarify some info regarding how the therapy worked. The patient stated that she got conflicting info between the representative and healthcare professional (hcp). The representative said there are a lot of settings to try and hcp did not say that. The patient did not have time to talk to neither of them to clarify. The patient asked who has the programmer to make changes with settings. It was reviewed that every patient is different as far as how long it takes to find a setting that works. At the end of the call the patient said it was now more encouraging. The patient also mentioned she was a retired physical therapist. Additional information was received from the patient on 2016-11-23. The patient stated that she might have a bladder infection because she wasn't able to hold as much urine as she was before and did not have that kind of control. The patient stated that she will have to wait and see if the symptoms will become a bladder infection. The patient stated that she didn't know if the symptoms were being caused from a bladder infection or because she switched to a different program. The patient stated she changed the program right after she had the implant surgery. The patient noted that she did feel stimulation. The patient stated that her bladder symptoms had been reduced by about 50% since she got the device. The patient stated she was waiting to see if the symptoms were going to turn into a bladder infection. The patient stated that she was seeing her hcp the week after report. The patient stated that she got the device put in because of a back surgery that led to incontinence and spasms. The patient stated that she was getting botox prior to the implant and was able to live a decent life using botox and diapers/pads at night. The patient stated that 25 months post back surgery she become completely incontinent and nobody knew why. The patient stated that after the back surgery and before she became incontinent she was having spasms. The patient stated that she just had to use a catheter for the incontinence and that nobody cared until she had a surgeon put the device in. The patient stated the device had helped 50% for her symptoms but she had already discussed with her hcp pre-op that she would have to go back on either botox or one of the medication she's been taking before the botox because she knew the stimulator alone wouldn't be enough for her symptoms. The medications before botox included tovaiz or vesacare. The patient noted that she had some vesicare medication that she had been on for years left over. It had been prescribed to her prior to device by the same urologist she still saw. She started taking the medication on her own on the day of report because she didn't want to wait until next week to get permission from the hcp to take it when she already had it. The patient noted that she would tell the hcp how the medications worked when she sees her next. The patient was reviewed regarding laser teeth cleaning as the patient had periodontal disease. She would get lots of dental work done.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.